Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom "over infused" which was confirmed and reproduced during evaluation. Baxter's device evaluation found the device to over deliver by approximately 36% when the device was delivering at a rate of 40ml/hr during flow rate testing. During evaluation, absence of grease was identified on the cam lobes allowing an accelerated rate of wear. This condition prevents the valves from occluding the IV tubing properly and causes overinfusions at slow rates. The motor, cam shaft, followers and bearings were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) in the oncology care area. It was also reported there was no patient injury or medical intervention.